Event description:
It was reported that post op to an unknown procedure there was a leak. The issue presented approx. 3 weeks postop. The surgeon uses 2 sometimes 3 disposable purse string devices per procedure vs linear stapler. The retired partner fires the circular and has propensity to ¿overtighten¿ the stapler when closing on tissue and closes the device at a ¿rapid¿ speed which myself and my partner have coached during many cases when we were present.

Manufacturer narrative:
(B)(4). Date sent: 10/2/2023. D4 batch # unk. B3: only event year known: 2023. An analysis of the product could not be performed since a physical sample was not received for evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. However, if the product is received at a later date, the investigation will be updated as applicable. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: was a leak test performed? If so, what type and what was the result? Was the staple line visualized endoscopically during the initial surgical procedure? How many days postoperative did the leak occur? How was the leak identified? What was observed at the site of the leak upon reoperation? How was the leak addressed? Were there any issues experienced with the device in the initial surgical procedure? Does the surgeon believe the post-operative stenosis was related to an alleged deficiency of the device or were there other contributing patient factors? Please explain. What was the procedure? How many patients affected by a leak total ¿ 3 or 5? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Date sent: 11/17/2023. Additional information was requested, and the following was obtained: was a leak test performed? If so, what type and what was the result? Yes leak test performed. Insufflate w sigmaoidascope ¿ water leak test post procedure prior to closing. Was the staple line visualized endoscopically during the initial surgical procedure? Yes. These procedures are all done open and staple lines inspected, corners checked. How many days postoperative did the leak occur? Leaks occurred between 1-3 weeks post procedure (1 was at about the 1 week mark and other 3 2-3 weeks post). All leaks occurred after patients were discharged from the hospital. How was the leak identified? Patient had a pelvic abscess. What was observed at the site of the leak upon reoperation? Pelvic abscess. How was the leak addressed? 1. IV antibiotics and bowel rest. 2. Diverted w colostomy bags, one of the 3 have been reversed and other two are still being followed. Dr (B)(6) mentioned he saw one of the patients yesterday and she is doing well and reversal being scheduled. Were there any issues experienced with the device in the initial surgical procedure? No issues with device during surgery were noted. Doctor said all donuts were intact and healthy looking. He noted that dr (B)(6) who performs circular stapler firing has a tendency to overtighten the closing and (B)(6) and I have coached him intraoperatively and now dr (B)(6) have been asking him to ensure he only closes to ¿finger tight¿ and not to overtighten device. Also notable is bovie settings are 80/80 and they use the medtronic triverse bovie pencil. We spoke about the high setting and potential tissue effects but both doctors said they have ¿always¿ used the same setting. Does the surgeon believe the post-operative stenosis was related to an alleged deficiency of the device or were there other contributing patient factors? Please explain. There was no stenosis, only leaks. He said he had not seen the issues with our manual eea staplers (only 1-2 leaks per year) and feels leaks have predominantly been with powered circular device. They use a double pursestring device (no linear staplers) during procedures. Since these leaks, they have switched to double staple line technique. So far no leaks have been noted since switching to this technique. Dr (B)(6) has been a colorectal surgeon for close to 40 years. What was the procedure? Lower anterior resections, performed.